Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a loss or change of therapy. The patient reported that it wasn¿t working. The patient reported that twice change programming and the week following the report an adjustment was scheduled. The patient reported that at times it seemed to work and other times it just poured out and still wearing pads. The patient reported that two programs felt in buttocks and some in the groin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.